Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. It was also reported that there was low atrial lead impedance and they were unable to confirm capture. The device was explanted and replaced. The atrial lead remains in use.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-88, lead, (B)(6) 2002. (B)(4).